Manufacturer narrative:
MDR submitted under 3005248192-2022-01085 was sent on 11/23/2022, it was identified that a duplicate report was sent under 3005248192-2022-01108. All information was duplicated between the two submissions and 3005248192-2022-01108 replaces 3005248192-2022-01085. The following investigation summary was submitted for MDR 3005248192-2022-01085: the elevated complaint investigation confirmed that this complaint is the same event identified in a nonconformance for an increase in weak/late rsv and/or flu b positives observed on specific lots of the alinity m resp-4-plex assay (list 09n79-090 and 09n79-096) resulting in false positive and negative control reactive samples. Technical product support testing indicates there has been an increase in false positive rate for the flu b and rsv targets, with several lots exceeding the product requirement of "for the negative panel members, (B)(4)% or greater of replicates shall report a negative result for flu a, flu b, rsv, and sars-cov-2 (negative rate greater than or equal to (B)(4)%)" per alinity m resp-4-plex assay product requirements for rsv and flu b. This study also demonstrates no significant impact to sars-cov-2 or flu a targets. For these specific lots of alinity m resp-4-plex assay (list 09n79-090 and 09n79-096), a product deficiency was identified. Additional quality control mitigations have been put in place to prevent reoccurrence. All subsequent lots of alinity m resp-4-plex amp kits are not impacted. Urgent field safety notice / field correction recall (fa-am-nov2022-283) was issued on november 22, 2022 to address this issue. This action was communicated to the FDA on november 22, 2022 (3005248192-11/22/22-006-r).

Event description:
After initial MDR submitted under 3005248192-2022-01085 was sent on 11/23/2022, it was identified that a duplicate report was sent under 3005248192-2022-01108. All information was duplicated between the two submissions and 3005248192-2022-01108 replaces 3005248192-2022-01085.

Event description:
The customer reported 9 false positive results for the flu b target on the alinity m resp-4-plex assay. The sample ids (sids) tested between (B)(6) 2022 tested positive for flu b on the alinity m and negative on an additional platform (genexpert). The false positive results were not reported outside of the laboratory. There was no reported impact to patient management.

Manufacturer narrative:
Elevated complaint investigation will be initiated.